Event description:
The user facility reported they were setting up for a procedure when the automated impella controller (aic) displayed a failure alarm. It would resolve on its own and then start again. The aic was taken out and new console used for the procedure.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2023-03184 in accordance with updated procedures. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-03184. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03184. G1 reporting contact email revised on manufacturer device report 1220648-2023-03184 in accordance with updated procedures.